Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p, implanted: (B)(6) 2018. Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was decreasing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert of left ventricular (lv) lead impedance out of range and low impedance was observed. Follow up concluded no intervention was performed and the lead remains in use. No patient complications have been reported as a result of this event.